Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter, and technical support instructed customer to plug wall adapter into outlet known to work and leave it connected for at least 30 minutes to see if pump would begin charging. No additional information was provided.